Manufacturer narrative:
(B)(4). S/w version 5.2a, retainer ring=black. Customer complained on (B)(6) 2021 is experiencing high bg. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08830 inches. No delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and partially broken retainer. The p-cap/reservoir does lock properly. Pump passed functional testing. No anomalies noted during testing.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose level and air bubble in in reservoir. The customer stated that the insulin exited at the quick release. Troubleshooting was successfully performed; however, the customer will discontinue use of device.